Manufacturer narrative:
Field service engineering contacted the customer over-the-phone to address the reported event. Fse confirmed the error messages with the customer reading the pressures over the phone. Fse performed troubleshooting with the customer and instructed the customer to take particular peek tubing lines off and blow the out with canned air. The customer then ran the pumps to determine any occlusions. When the customer reattached the lines, the pump pressure returned to normal and the operating pressures were below 9.0 mpa. The g8 instrument was working as designed. No further action was required by the fse. A 13-month complaint history review and service history review for similar complaints was performed for serial (B)(4) from 18-may-2017 through aware date (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 6.3 error messages: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages: with these errors, the assay stops and the analyzer immediately enters stand-by state. 102 pres limit over: the pump pressure has risen abnormally and has caused the shutdown circuit to be activated. Turn the main power switch off and remove the cause of the pressure increase. Refer to 100 pressure high. 150 grad sensor error: the grad sensor on the pump malfunctioned. Check the grad sensor. The most probable cause of the reported event was due to occluded peek tubing.

Event description:
A customer reported getting 102 pressure over limit error messages with the g8 instrument. The customer reported that they replaced the filter and the column but the error persisted. Technical support (ts) instructed the customer to check the waste and waste line positioning. When the customer checked the waste line, the pressure decreased but the errors continued. The customer then reported a 150 grad sensor error message. Ts instructed the customer to shut down the analyzer and bring it back up, but the error continued to occur. A field service engineer (fse) was dispatched to address the reported event, which likely lead to a delay in patient results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.